Event description:
A motor movement error was detected, indicated by malfunction code 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred, which the customer acknowledged and understood.